Event description:
Discordant chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant chloride results were not reported to the physician(s). The samples were flagged by the instrument as high and automatically repeated. The repeated chloride results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens healthcare diagnostics customer service engineer (cse) was dispatched to the customer site for instrument evaluation. The cse removed and replaced the mixer rotor, checked system calibration and successfully ran qc. The cause of the discordant chloride results was due to a malfunction in the mixer rotor. The instrument is performing within specifications. No further evaluation of the device is required.